Event description:
It was reported that during a lap. Chole, the system kept responding with error 4 during use. The customer had no other details but reports another handpiece was used with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.